Manufacturer narrative:
This report is submitted on january 18, 2023.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2023 due to hematoma and swelling at the implant site. During the admission, the patient underwent a surgical procedure to drain out the fluid at the implant site on (B)(6) 2023. Subsequently, the patient was treated with antibiotics post operation (type and duration not reported).